Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between 07 november 2025 and 09 november 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 2400 valve sets leaked from port 5, resulting in air bubbles in the line. This was observed during ingredient delivery using the compounder in the pharmacy. Vented inlets were connected to the valve sets on port 5 to pump potassium phosphate (kphos). There was no patient involvement. No additional information is available.